Event description:
It was reported that the resume pump alarm occurred. The customer acknowledged that they forgot to resume insulin delivery when they should have which led to an elevated blood glucose (bg) displayed as "high"; although specific value was not provided. Reportedly, customer resumed insulin therapy and administered a manual insulin injection to address elevated bg.